Event description:
Reported via journal article. It was reported via journal article that the there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their one-month follow-up transesophageal echocardiogram (tee) procedure. The tee revealed that the closure device was properly seated. Seven months post procedure, the patient presented to the hospital with abdominal pain and dyspnea. A tee was performed and revealed a large thrombus, measuring 2.9 by 1.9cm seated on top of the closure device. The patient was taking aspirin 325 mg daily. It was noted they inadvertently stopped taking aspirin and clopidogrel 2 months earlier than recommended and had a 10-day interruption of aspirin for screening colonoscopy. They were discharged on apixaban 5 mg twice daily and aspirin 325 mg daily. Follow-up tee 4 months post thrombus discovery revealed reduced size of thrombus, measuring 0.70 by 0.86 cm.

Manufacturer narrative:
Isang e, stephens s, coombes t, abney l, baljepally g. Left atrial thrombus after placement of watchman device. Clin case rep. 2022;10:e06410. Doi: 10.1002/ccr3.6410.